Event description:
It was reported that without tapping the foot switch the drill would rotate by itself. There was no reported patient impact.

Manufacturer narrative:
(B)(4): product evaluation: the xps 3000 console ((B)(4)) and xps 3000 footswitch ((B)(4)) were received for evaluation by the engineering group. The condition of the devices showed no significant physical damages. A shake test was performed on the console and footswitch; no loose parts were heard. The footswitch and test handpiece were connected to the console and the handpiece was activated by the footswitch multiple times. The handpiece reached the set point speed when activated and remained off when not activated by the footswitch. The alleged malfunction could not be confirmed. Based on the above observations the underlying cause cannot be determined based solely on the evaluation results. The visao 80k handpiece (3334800) has not been returned at this time.

Manufacturer narrative:
Evaluation summary: at the time of the original regulatory report the handpiece, a concomitant on the report, still had not been received for analysis. The device was received for analysis on august 22, 2013. The device (3334800 visao handpiece drill, s/n (B)(4), lot 64142000) was examined by the qe. The condition showed no significant physical damages. The visao and footswitch were connected to the console. The visao was activated by the footswitch multiple times. The visao reached the set point speed when activated and remained off when not activated by the footswitch. The visao, console, and footswitch functioned normally. In service and repair there was no fault found with the device (3334800), however, a preventive maintenance was done. Nose and middle bearings were replaced. The drill was repaired cleaned tested and passed all manufacturing specifications.